Event description:
Boston scientific received information that this right ventricular lead displayed shock impedance measurements less than 20 ohms. When the measurement was repeated, normal values were observed. An x-ray was performed revealing a possible insulation issue. A further follow up visit will be performed in the near future to determine whether a lead revision will be performed.

Event description:
Although, it had been reported this lead was abandoned, two weeks later, this lead was received for analysis in the reliability assurance laboratory for analysis.

Event description:
Additional information was received: a revision procedure was performed. This lead was surgically abandoned and replaced successfully. The proximal end of the lead was cut after the yoke and secured with a lead cap. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
Upon receipt, only the proximal segment was returned. The lead was severed 110 mm from the terminal pin. Although, the returned portion of the returned lead was electrically continuous, analysis could not confirm the insulation damage or the observed impedance issue as the entire lead was not returned for analysis.

Manufacturer narrative:
As this lead was surgically abandoned, the reported allegation cannot be confirmed nor denied. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon completion fot he analysis, this event will be updated.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. When additional information becomes available, this event will be updated.